Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 3000 ohms. Technical services (ts) was consulted, discussed recent implant and recommended troubleshooting to determine if the lead was not correctly inserted. Additionally, oversensing was noted in the ra channel with two seconds of pacing inhibition, however, no asystole was noted as the patient had intrinsic p waves coming through. This ra lead remains in service. No adverse patient effects were reported. Additional information was received; fluoroscopy confirmed a clavicular crush in this ra lead. This right atrial (ra) lead was explanted and successfully replaced. No additional adverse patient effects were reported. This product has not been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried body fluid and tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 190mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with clavicle/first rib damage. Analysis concluded that the clinical observations of high capture threshold and pacing impedance high were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 3000 ohms. Technical services (ts) was consulted, discussed recent implant and recommended troubleshooting to determine if the lead was not correctly inserted. Additionally, oversensing was noted in the ra channel with two seconds of pacing inhibition, however, no asystole was noted as the patient had intrinsic p waves coming through. This ra lead remains in service. No adverse patient effects were reported. Additional information was received; fluoroscopy confirmed a clavicular crush in this ra lead. This right atrial (ra) lead was explanted and successfully replaced. No additional adverse patient effects were reported. This product has not been returned for analysis.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 3000 ohms. Technical services (ts) was consulted, discussed recent implant and recommended troubleshooting to determine if the lead was not correctly inserted. Additionally, oversensing was noted in the ra channel with two seconds of pacing inhibition, however, no asystole was noted as the patient had intrinsic p waves coming through. This ra lead remains in service. No adverse patient effects were reported.